Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer about the v60 device indicating that something is wrong with the screen or power panel. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The manufacturer's field service engineer (fse) provided additional information that the device has a broken screen, and that the screen doesn¿t illuminate when the power button is pressed. The fse tried to power up the device, but the screen remained black. A replacement touchscreen has been ordered for device repair.